Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in shock impedance measurements to an out-of-range value of 170 ohms over the past year. The patient was hospitalized, and an r-wave synchronous shock was delivered to test the integrity of the system. The shock was delivered successfully and yielded shock impedance measurements of 98 ohms. The rv lead remains in service and no additional adverse patient effects were reported.